Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant tracking log and implant op report only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence. The patient underwent a burch retropubic colpourethropexy with implant of a bard/davol flat mesh. The attorney alleges the patient experienced pain, incontinence and additional non invasive medical treatment.